Event description:
Based on the initial info, received on (B)(6) 2011, the case was considered non-serious as it did not fulfill any seriousness criteria. Based on the additional info received on (B)(6) 2011, (nodule was visible and required medical intervention consisting of lesional subcision with saline), the case was reassessed as serious. Initial info was received by a sales rep from a physician on (B)(6) 2011: a male pt received poly-l-lactic acid (sculptra aesthetic) (lot# and exp date unk) on an unspecified date at an unk dose for an unk indication. The pt has received a total of 7 vials of product. He experienced nodules in the temples. He complained that the nodules are visually noticeable and has asked the doctor to correct them. No further relevant info was provided. Additional info for sculptra aesthetic (lot # and exp date: not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2011, received by (B)(6) on (B)(6) 2011: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the USA. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional info was received from the physician on (B)(6) 2011 (upon medical review of the additional info received, this previously reported non-serious case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree.): the pt received his first injection of poly-l-lactic acid (sculptra aesthetic) on (B)(6) 2010 and his most recent injection on (B)(6) 2010. Sculptra was reconstituted with 7 ml sterile water and 1 ml lidocaine. The location of injections was reported as the nasolabial folds and "other" location. The total volume of sculptra injected into each body region was 3.5 cc per temporal region and 39 cc total in the nasolabial/cheek region. Approximately 5 weeks ago (also reported as (B)(6) 2010 or (B)(6) 2011), the pt developed one visible, 3.5 mm nodule in the superficial dermis or epidermis, which was located at the anterior edge of the temporalis fossa. A biopsy was not done. There was no evidence of a systemic process occurring in association with the adverse event. Medical intervention consisted of lesional subcision with saline. It was unk if any surgical intervention has been performed. The outcome of the event was ongoing at the time of the report. No further relevant info was provided.